Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 500 mg/dl. The customer's perceived cause of event was that the insulin pump turned itself off during the night and the display went blank. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.